Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 54 mg/dl. The customer reported having issues with low and high blood glucose levels and is off the insulin pump. The customer¿s current blood glucose level is 309 mg/dl. The troubleshooting was completed and found that the insulin pump is ok related to the high and low blood glucose. The insulin pump will not be returned for analysis.